Event description:
It was reported that the pressure rated ext set, IV connector tubing was dark on 6 occasions. The following information was provided by the initial reporter: material no: mz5303 batch(lot) no: 19025631. It was reported tubing is slightly darker than normal.

Manufacturer narrative:
Two samples were received by our quality team for evaluation. Upon visual inspection, it was observed that one of the unused sealed sets had discoloration; therefore, the incident could be verified. However, sterilization assurance in san diego stated that discoloration to the tubing and drip chamber material is a result of radiation sterilization. The darker hue of the returned sets is considered to be a typical occurrence and is purely cosmetic; sterility and functionality are not affected. The sterilization certificate was provided to show the method of sterilization (gamma) and to confirm that the affected lot was processed within specification. A device history record review for model mz5303 lot number 19025631 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07fb2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set, IV connector tubing was dark on 6 occasions. The following information was provided by the initial reporter: material no: mz5303, batch(lot) no: 19025631. It was reported tubing is slightly darker than normal.